Manufacturer narrative:
The device met specifications but the patient condition led to the breaking of the plate. The plate had to bear forces for longer than intended as the bone did not heal within the normal time period. D6b: the fracture and explanation occurred 9-12 months after surgery. 9 months leads to (B)(6) 2019 for field d6b.

Manufacturer narrative:
Investigation ongoing. Device discarded.

Event description:
Surgeon reported a partial fracture and failure of the maxilla plate post-operatively.